Event description:
In 2006 a (morbidly obese) pt with sigmoid colon polyps with cancer present underwent band-assisted laparoscopic sigmoid colostomy. The anastomosis between the left colon and the mid-rectum checked for leaks with no leaks present. In 2006 pt returns with serosanguinous material braining from his lower abdominal incisions and elevated while cound and fever. On the same day pt is brought to or for exploration. There was a large amount of purulen and feculent fluid present in the abdomen. The coloreclai anastomosis was able to be identified within the pelvis and approximately three-quarters of the circumference of the anastomosis was disrupted and there was active was leak of stool into the pelvis and peritoneal cavity.